Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs), non-malignant pain, and chronic low back pain. It was reported that there was a wound infection around the generator pocket. It was noted that the event was related to the device or therapy and possibly related to the implant procedure. Interventions taken included explanting and not replacing the entire system. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.